Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 63-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) scai stage. Patient's medical history was significant for known coronary artery disease and diabetes mellitus. The patient received an aggrastat bolus and continuous infusion in the cardiac catheterization laboratory. While awaiting transfer to a higher level of care facility, the patient developed persistent oozing from the impella access site as well as from other vascular access sites. The attending physician was notified and recommended administration of one unit of packed red blood cells while awaiting transport. The patient survived to explant; however, she remained in critical condition. The reported event is major bleeding requiring blood transfusion. The bleeding is consistent with access-site complications and the anticoagulation and purge requirements for impella support, which are known risks described in the instructions for use. Based on the available information, the bleeding was managed with standard clinical interventions.